Event description:
It was reported that the customer was hospitalized due to low blood glucose readings. Customer stated that the hospitalization was not related to the insulin pump. Customer mentioned that the insulin pump jumps time and the batteries were not working. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.